Manufacturer narrative:
The insulin pump was received with blank display due to damage battery tube. The insulin pump was received with broken off end cap, broken reservoir tube lip, cracked lcd display window corners, cracked battery tube threads, missing display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the insulin pump was blank at the time of call. The customer mentioned that the screen was showing broken up words and number prior to blank display. The customer declined to troubleshoot. The insulin pump will be returned for analysis.